Event description:
It was reported that the patient's dose was increased too much after a refill. It was indicated that the patient requested the physician to turn his pump up but stated that he over adjusted it and gave him way too much. The following day, the patient couldn't wake up; he was nodding out and falling asleep. It was noted that the event occurred about 3 years ago. The outcome of the patient was not provided. The drug delivered via pump was unknown. Additional information had been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8709 lot# serial# (B)(4), implanted: 2006 (B)(6), product type catheter. (B)(4).